Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and straps were used to fixate the mesh. During the procedure, the tip of the device came off and fell into the patient. The tip was able to be retrieved and the procedure was completed with another device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The evaluation found the cannula cap was broken and missing.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.